Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station had delay and order was crossing over. The customer reported that a malfunction occurred when the user attempted to administer haloperidol medication to the patient, resulting in a 10-minute delay. The user was able to obtain the medication by overriding the system. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section g report source, section e initial reporter e-mail correction: section d unique identifier (UDI), medical device catalog, section g report source, section e initial reporter e-mail a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was delayed while crossing over. A technical support specialist changed the integrity check schedule to run on fridays at 01:15, as it had been timing out recently¿likely due to the ongoing purge process¿with the primary goal being to ensure it ran at a time that would not interfere with other operations. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had delay and order was crossing over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.